Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not working. A visual and functional assessment was performed which found that the unit failed the oscillating frequency measurement step (would not oscillate). During repair, it was observed that there was corrosion inside the needle bearings and the gear shaft. It was determined that the issue was consistent with improper cleaning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femoral head osteotomy (fho) surgery on a canine, it was discovered that the sagittal saw attachment device did not work when attached to the drill device. There was a fifteen minute delay to the surgical procedure. A spare device was available to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.